Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during an ablation procedure using the flexview system, the surgeon was unhappy with the visualization. While trying to capture the snare she kept exchanging tools between the flexview and retrieval tools. It was during this time that it was noticed that there was an accumulation of blood in the field and the surgeon decided to perform sternotomy. After the sternotomy, a couple of sutures were needed to repair a small hole in the right atrium. The hospital did not report any device malfunction. No other pt complications were reported and the pt is reported to be doing fine post-op.